Event description:
It was reported that the display screen is damaged. No patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation for damaged display screen. A visual inspection of the device found wear and tear damaged front cover and liquid crystal display (lcd) missing pixels. Evaluation tests were performed as indicated: filled tank with water, attached temp check, plugged in line cord, and turned on power switch which duplicated the reported problem of a faulty printed circuit board (pcb). The pcb was which contains the lcd was replaced and the front cover. Preventative maintenance (pm) was performed and all functional tests passed. The root cause could not be determined. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No information has been received to date. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.